Event description:
On (B)(6) 2013 it was reported that the pump rebooted without user intervention more than one time. Customer support concluded that the battery cap may have been the cause of the intermittent power issue. The reporter alleged that the patient¿s bg reached 400 mg/dl with no symptoms, which does not meet animas¿s criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The battery cap and pump have not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box showed no evidence of an intermittent power issue. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap contact dimensions were within specifications and the cap was undamaged. The pump powered on with the cap and was exercised for 24 hours with no power issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored.